Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited loss of sensing and loss of capture. Chest x-ray revealed that the lead was dislodged. The device was reprogrammed.